Manufacturer narrative:
The complaint sample was received at vivant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardon joint nearest the blue knob. One (1) of the two (2) short pins that were welded to the fork closest to the blue knob was fractured away from the fork. The fork nearest the blue knob was also bent outward. The block and fork components showed some deformation (gouges) inconsistent with intended use. The long pin and other short pin were still welded in place. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. There were several gouges on the blue knob that may have been caused by pliers or something similar, however that is unknown. These gouges are not consistent with intended use. It was also observed that the weld adjoining the ratchet housing and offset cup impactor (oci) body is fractured most of the way around. There were several deformities observed in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: there were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were a few pieces of tape on the device, as well as remnants of what appeared to be tape or adhesive of some sort in other areas; the returned complaint sample was etched per applicable drawings; analysis of production records did not reveal any discrepancies. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardon joint nearest the blue knob. The broken cardon joint was assembled incorrectly, which may have contributed to the breakage. Additionally, the ratchet housing/oci body weld is fractured. There were signs of wear and unintended use observed throughout the complaint sample that contributed to the fractures. Complaint information received from distributor, depuy orthopaedics.

Event description:
It was reported during an unknown procedure that the cup inserter is broke. There was an eight (8) minute surgical delay. No adverse events nor patient consequence were reported as a result of the malfunction.